Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. It was noted that when the lead was first placed and the helix was extended, the pacing impedances were greater than 2200 ohms. These values were confirmed on the pacing system analyzer (psa). The rv lead was removed and replaced. No adverse patient effects were reported.